Event description:
In 2007, a thinwalled gore-tex vascular graft configured for pediatric shunts was implanted in an infant female patient in the blalock-taussing shunt position. Two hours postop, a reintervention was performed after cardiac arrest. The graft was found to be stenosed. The graft was explanted and another bt shunt graft (of the same type and size) was successfully implanted; however, the patient expired due to underlying illness. It was noted that the patient had severe other cardiac problems. There was no allegation of product deficiency made by the physician.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.